Event description:
A monarc sling was implanted in 2005. It was reported that the pt had exposed mesh in her vagina. On (B)(6) 2012, the pt had "most of the sling mesh removed including all of the exposed mesh."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.